Event description:
It was reported to vyaire medical that unit is not cycling on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
"Results of investigation: vyaire medical received the device for evaluation. Service technician was able to duplicate reported problem hard ware fault codes and not cycling. All testing was performed with known good ac adapter and patient circuit connected. Bench testing reveals a seized turbine. Found fan assembly is intermittently and flow valve creating the non-conformance. Installed a good known test fan assembly issue was resolved. Further troubleshooting, installed a known good turbine, flow valve and fan assembly, unit passed 82 hour extended tests with no abnormalities. Replaced all mention parts and process vent to service to meet factory specifications and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.